Manufacturer narrative:
Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. Initial evaluation of this image indicates the presence of an image artifact. The complaint image provided by the hospital show a clear offset of the patient's skin contours in direct alignment with the area of the plate and femur, which were perceived as a broken plate and femur by the doctor. A supplemental report will be filed upon the completion of the investigation. The reported event occurred in (B)(6). Corrected data: the initial medwatch report, 3004977335-2019-76176, was submitted to the FDA on april 3, 2019, with the incorrect manufacturer report number, manufacturer name and address, and initial reporter information. This report replaces the former with the corrected information and report number. (B)(4).

Event description:
It was reported to siemens that image artifacts in images obtained from the somatom scope power, resulted in misdiagnosis and mistreatment of a patient. The doctor evaluated the 3d images of the patient who was implanted with a steel femoral plate and determined from those images that both the plate and femur were broken. The patient underwent surgery to address the broken plate and femoral fracture and upon opening the patient, the doctor discovered that the plate and femur were not broken. Although requested, the patient status as of the date of this report is unknown.